Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was cracked; cause was not known. Pump was functional. Blood glucose was 170 mg/dl. Customer continued to use pump for insulin therapy.